Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 6 months post-implant, it was reported that the pt was readmitted with symptoms of hematuria. The pt was reported to be feeling fine, his blood pressure was 115/95 mmhg and the pt had a strong pulse. It was also reported that the system monitor indicated a slight increase in power and a slight drop in the pt's pulsatility index (pi). The pt's blood tests revealed plasma free hemoglobin of 280. The pt received a heparin IV drip overnight and no changes were reported. The following day a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.